Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, the brown handles of two (2) periosteal elevator 6mm curved blade-straight edges bled into the tray. This did not occur during surgery and there was no patient involvement. This complaint involves two (2) parts. This report is 1 of 2 for (B)(4).